Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider reported that they wanted to have ins (implantable neurostimulator ) checked. A change in patient's therapy, loss of therapy, was noted. The patient was reporting a return of symptoms, vomiting. The patient was admitted into the hospital on (B)(6) 2015. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use noted as: gastric stimulation and gastrointestinal/ pelvic floor.